Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2021-17634. It was reported that patient experienced ineffective therapy due to lead migration and scar tissue. Surgical intervention was undertaken on (B)(6) 2021, wherein the leads were repositioned. Effective therapy was restored post operatively.